Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. No anomalies were found. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: product ID 5086mri x2 implantable pacing lead: implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead warning occurred on the right ventricular lead. Low lead impedance was observed. During the procedure to replace the lead, loss of capture was observed. Both the lead and the device were replaced as a connection issue was suspected. No patient complications have been reported as a result of this event.